Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. There was an uncontained leak of approximately 5 ml of fluid from the analyzer. There were also error conditions of "low vacuum out of range" reported in connection with the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) spoke with the customer and determined that the customer had resolved the event by replacing the yellow stripe tubing through pinch valve pv37 which had a hole in it. (B)(4).